Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (service code 204) was confirmed. Upon investigation the monitor was resetting when connected to an electrode belt. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(4) male pt was receiving a service code 204. The pt was issued a replacement monitor.